Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Medical records and xrays were obtained and reviewed. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A review of the device history records did not reveal any related manufacturing anomalies. Medical records and xrays were obtained and reviewed. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update received 10/14/2014, 10/20/2014, and 10/23/2014 - patient's medical records were received. Records were reviewed for MDR reportability. Records indicate the patient was revised to not only address infection but to also address a loose cup. The cup will be reported at this time. The complaint was updated on: 11/13/2014.

Manufacturer narrative:
This report is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation.